Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up for a cori assisted procedure, they plugged in the real intelligence robotic drill and the light above drill did not stop blinking and error came up that there was a connection error. They tried drill multiple times but would not connect. Then, they tried running drill diagnostics and said there was internal error and would not allow them to run diagnostics. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.

Manufacturer narrative:
H3, h6: the real intelligence cori (us), rob10024, sn (B)(6), intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a loose wiring connection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.